Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the plunger was difficult to remove and there were air bubbles inside the reservoir. Blood glucose level at the time of the incident was 200 mg/dl. The caller was advised that the reservoirs would be replaced but did not return the products for analysis.